Manufacturer narrative:
The device was not returned to edwards as it remains implanted. Through follow up, it was confirmed that no further information was available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent a two valve-in-valve replacements in the aortic and mitral positions during the same procedure after an implant duration of eight (8) years and ten (10) months due calcific degeneration of both prosthetic valves. Per the medical notes received, there were moderate aortic stenosis and leaflets thickness (mean gradient 15mmhg), mitral ring calcification with leaflet thickness, severe stenosis and mitral insufficiency (mean gradient 27mmhg). A 29mm bioprosthetic valve was implanted in the mitral position into an existing 29mm bioprosthetic valve. The procedure was performed with a transapical approach. The patient is noted as being hospitalized in stable condition.